Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. Visual inspection was performed per procedure. One sample received in used conditions, without its original packaging. During the functional testing, a leak was found between the filter and tube. The complaint was confirmed. The root cause was related to the manufacturing process. An awareness notification was made to production personnel to explain the importance to adherence or following in the procedure.

Event description:
Information was received indicating that during use of this smiths medical cadd extension sets, filter leakage observed. It was reported that the filter leakage was observed after the patient noticed a wet area. No patient injury reported.